Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to mechanical forces applied during the surgery. Further analysis of the lead revealed deformations of the outer conductor coil which occurred most likely during the explantation procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted. About a week after implant, the patient complained of stimulation and it was noted that this lead was not working well. It was reported that the associated rv lead had perforated the heart and there was pericardial effusion. Should additional information be received, this file will be updated.